Event description:
The customer reported that the energy select switch was not working and the device would not power on. There was no report of patient involvement or patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.